Manufacturer narrative:
Customer returned pump for alleged possible over delivery anomaly and low bg found on (B)(6) 2022. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and displacement accuracy test. Test p-cap locked into the reservoir tube successfully. No unexpected motor alarms noted during testing. Pump successfully downloaded to thus. No unexpected motor alarms were noted in the history files or traces on the event date. Pump delivered 43.3u of bolus on (B)(6) 2022. The pump was cut open and found dried insulin in the motor slide and moisture on pcba 1, pcba 2, and force sensor. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, overlay scratched, scratched case, battery tube threads - cracked, cracked case (battery tube).possible over delivery not confirmed during testing or in the history files. Pump passed full drive test. Unable to confirm low bg. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump interrupted only for 20 minutes and continued the insulin delivery again this happened the 3rd time todamer. The customer experienced low blood glucose .  No additional consequences requiring medical intervention were reported. The customer was assisted with troubleshooting. The customer will discontinue to use the device. The insulin pump will be returned for the product analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Device case = ngp customer returned device for alleged possible over delivery anomaly and low blood glucose found on october 05, 2022. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and displacement accuracy test. Test p-cap locked into the reservoir tube successfully. No unexpected motor alarms noted during testing. Pump successfully downloaded to thus. No unexpected motor alarms were noted in the history files or traces on the event date.device delivered 43.3u of bolus on 05-oct-2022. The device was cut open and found dried insulin in the motor slide and moisture on electrical board 1 and 2, and force sensor. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, overlay scratched, scratched case, battery tube threads - cracked, cracked case (battery tube). Possible over delivery not confirmed during testing or in the history files. Pump passed full drive test. Unable to confirm low bg. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Device was returned for analysis.